Event description:
Covidien received information that while the customer was performing a preventive maintenance, an error code was present in the system logs. The customer could not confirm when the error code occurred, the procedure being performed at the time the error code occurred, or if the ventilator was being used on a patient when the error occurred. However, this error code may render the system inoperable during patient use. There is no report of patient injury or death associated with this complaint,

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer informed covidien that the breath delivery (bd) gui cable will be replaced(B)(4)